Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(6) 2015. The fse found that the pipette bypass valve (pbv) required replacement. The fse replaced the pbv resolving the issue. The system was operational. Bec internal identifier for this report is (B)(4).

Event description:
The customer stated focus and positive had been failing on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.